Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: n/a.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged or blocked. The following information was provided by the initial reporter: the reported feedback suggest that there is an occlusion.

Manufacturer narrative:
A 2000e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19068800. Further information relating to the infusion set up confirmed the connecting male luer product was a jierui infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records was not possible in this instance as the lot number provided by the customer does not correspond to the reported 2000e product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The customer confirmed that the piston component did not open properly during connection which in turn caused the observed flow restriction. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged or blocked. The following information was provided by the initial reporter: the reported feedback suggest that there is an occlusion.